Manufacturer narrative:
Date of occurrence: 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a nurse prepared to prime the extension set, air backed up into the distal end upon disconnection and prior to catheter attachment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.